Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two inpact admiral drug eluting balloons were used to treat the sfa. Approximately 3 months post index procedure, patient suffered sfa restenosis in the left foot. Standard pta was performed same day. The patient is recovering. The investigator assessed the event as possibly related to the drug, and probably related to device and procedure. The sponsor assessed the event as possibly related to the drug, and probably related to device and procedure.